Manufacturer narrative:
The returned product consisted of the agent dcb system. A microscopic analysis revealed there was a pinhole located in the balloon material 6mm distal from the proximal markerband. There were no other damages or defects.

Event description:
It was reported that the balloon had ruptured. An agent dcb mr 3.50 x 20mm was selected for treatment of the target lesion. The target lesion was located in the right coronary artery (rca) and was moderately tortuous and severely calcified. During the procedure, when the balloon was inflated to 12atm, it ruptured. The physician removed the device from the patient, and the procedure was completed successfully using another of the same device. There were no patient complications.

Event description:
It was reported that the balloon had ruptured. An agent dcb mr 3.50 x 20mm was selected for treatment of the target lesion. The target lesion was located in the right coronary artery (rca) and was moderately tortuous and severely calcified. During the procedure, when the balloon was inflated to 12atm, it ruptured. The physician removed the device from the patient, and the procedure was completed successfully using another of the same device. There were no patient complications.